Event description:
It was reported that right hip revision surgery was performed due to discomfort and pain, with crepitus and sumptoms of subluxation. Metal staining and debris noted during revision.

Manufacturer narrative:
[(B)(4)].